Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The pos representative reported that the buttons of the insulin pump were hard to press and non responsive. The customer¿s blood glucose was unknown. Customer stated that the scratch by reservoir, battery life 3 days, rejected battery, unexplained no delivery and slow to prime. The insulin pump will not be returned for analysis.